Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega stent delivery system (sds) with stent. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There was blood between the balloon folds which indicates handling beyond unpacking the device. There was a complete hypotube separation 19cm from the strain relief. There was pulled hypotube sheath material at the ends of the hypotube fracture. There were numerous kinks throughout the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that shaft kink occurred. While unpacking a 20x3.00 mm omega¿ bare metal stent for use, it was noticed the shaft of the device was "tortuous". The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break. This product is only ous approved but it is similar to an approved us device.